Event description:
It was reported that during a surgical procedure at the user facility, the device overheated. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed e-box was found, which can lead to the reported event.